Event description:
A facility representative reported that during implantation of an intraocular lens (iol) the cracked lens and lens was explanted during initial procedure. Additional information was requested and received patient details.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The complainant indicates the use of non company ophthalmic viscosurgical devices (ovds) as a viscoelastic, which is not qualified to be used with the associated iol model. Three segments of iol returned adhered to unknown sticky tyvek pouch. Solution/residue is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic tip is broken torn and is returned. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable with optic edge damage. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).